Manufacturer narrative:
The device was received for evaluation. The event history log review was performed and revealed therapy error low drain volume. Internal and external inspections were performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The crt (cycler remote toolbox) software was used to diagnose the device¿s pneumatic system. No leaks were detected; all pressures were correct and stable. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of not draining properly was verified. The device met specification for the reported issue. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused of contributed to the reported event; therefore, the homechoice is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced swelling in the arms and hands, vomiting and was incoherent. The caregiver reported the patient had not performed apd therapy for four days as ¿the machine was not draining properly¿. The cause of the event was not reported. The patient was hospitalized for the events. Treatment was not reported. At the time of this report, the patient outcome and action with apd therapy was not reported. No additional information is available.